Event description:
Information was received from a friend/family member regarding a patient who was receiving ketamine, clonidine, baclofen, and fentanyl via an implantable pump for unknown indications for use. It was reported that the patient had hadan appointment on january 8th and they discovered the pump and catheter were disconnected and needed to be replaced.

Manufacturer narrative:
Continuation of d10: product ID 8731sc lot# serial# (B)(6): product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(6), ubd: 07-apr-2012, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) via the company representative (rep) reporting that the patient was receiving intrathecal baclofen 50 mcg/ml at 3.6 mcg/ml, fentanyl 1500 mcg/ml at 108.9 mcg/day, clonidine 50 mcg/ml at 3.6 mcg/day, and ketamine 50 mcg/ml at 3.6 mcg/day. Additionally, they reported that the patient was not feeling relief from the pump. The managing physician did a dye study that was unsuccessful and then the patient was referred to hcp for a catheter revision. The hcp elected to replace the pump and catheter today. At end of surgery, the hcp was able to aspirate 1 ml of cerebrospinal fluid (csf) from the catheter access port. Part of the catheter was left in the patient and tied off. There were no further concerns at this time. No known external factors. The issue resolved at the time of this report.